Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory tube of an rt204 adult dual heated breathing circuit was missing from the package. The missing component was noted before pt use.

Manufacturer narrative:
(B)(4). The rt204 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The returned breathing circuit kit was inspected for missing components. Results: the dry line, an unheated tube which connects the humidification chamber to the ventilator, was missing from the breathing circuit kit. A lot check revealed no other complaints of this nature for lot number 090715. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in the omitted humidifier connection tube. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack card, detailing all components required which must be displayed at the packing station. (B)(4).